Event description:
A (B)(6) male pt contacted zoll lifecor customer support svc to report that the response button covers have come off of the monitor casing. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: eval of monitor (B)(4) has been completed. The reported problem (damaged response buttons) has been confirmed. The cause of the nonfunctional response buttons was physical damage to the switches. The metallic domes had been peeled off both switches. The source of the physical damage cannot be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.